Event description:
It was reported that the customer's insulin pump was unable to prime and insulin squirted out of the reservoir. It was stated that the act button was pressed continuously and the screen was blank. It was stated that the infusion set was changed to resolve the issue. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker.